Event description:
The customer reported that 36 minutes into the rbcx procedure on a sickle cell patient, the device gave the alarm cells were detected in the plasma line from centrifuge. Terumo bct customer support asked the operator to open the centrifuge and check the loading of the channel, lines etc. Per the operator it was correctly loaded. Support reviewed the picture of the front of the machine provided by the customer and noted blood in the saline line. The customer stated that there was hemolysis in the connector as soon as the procedure was started. Per the doctor at the customer site that was present, the customer is claiming that it is a machine is causing the hemolysis issue and it is not a patient issue. The doctor stopped the procedure and reschedule it for another day. Per the customer no medical intervention was required and the patient is reported as stable. Patient identifier and age are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 36 minutes into the rbcx procedure on a sickle cell patient, the device gave the alarm cells were detected in the plasma line from centrifuge. Terumo bct customer support asked the operator to open the centrifuge and check the loading of the channel, lines etc. Per the operator it was correctly loaded. Support reviewed the picture of the front of the machine provided by the customer and noted blood in the saline line. The customer stated that there was hemolysis in the connector as soon as the procedure was started. Per the doctor at the customer site that was present, the customer is claiming that it is a machine is causing the hemolysis issue and it is not a patient issue. The doctor stopped the procedure and reschedule it for another day. Per the customer no medical intervention was required and the patient is reported as stable. Patient identifier and age are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Photographs of the interface through the viewport and the cassette were provided to tbct clinical support which confirmed the plasma in the connector was red and there was hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. Per the rn the solutions were attached correctly (acd-a, 0.9% saline). No clots were observed in the channel or channel lines. Clinical support asked the customer to open the centrifuge and check the loading of the channel, lines etc. And the customer confirmed the set was correctly loaded. Blood was noted in the saline line in the photograph sent by the customer. Hemolysis testing was not performed. A service call was placed and as a precaution all rotors were replaced. An auto test and saline run were completed with no issues. A centrifuge motor controller verification was completed. All calibrations were within manufacturer specifications. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. Correction: the customer had virtual retraining and confirmed they felt comfortable with the training. Root cause: based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported that 36 minutes into the rbcx procedure on a sickle cell patient, the device gave the alarm cells were detected in the plasma line from centrifuge. Terumo bct customer support asked the operator to open the centrifuge and check the loading of the channel, lines etc. Per the operator it was correctly loaded. Support reviewed the picture of the front of the machine provided by the customer and noted blood in the saline line. The customer stated that there was hemolysis in the connector as soon as the procedure was started. Per the doctor at the customer site that was present, the customer is claiming that it is a machine is causing the hemolysis issue and it is not a patient issue. The doctor stopped the procedure and reschedule it for another day. Per the customer no medical intervention was required and the patient is reported as stable. The customer declined to provide patient identifier and age. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Photographs of the interface through the viewport and the cassette were provided to tbct clinical support which confirmed the plasma in the connector was red and there was hemolysis. No obvious misassemblies, kinks, or occlusions can be observed in the provided images. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 36 minutes into the rbcx procedure on a sickle cell patient, the device gave the alarm cells were detected in the plasma line from centrifuge. Terumo bct customer support asked the operator to open the centrifuge and check the loading of the channel, lines etc. Per the operator it was correctly loaded. Support reviewed the picture of the front of the machine provided by the customer and noted blood in the saline line. The customer stated that there was hemolysis in the connector as soon as the procedure was started. Per the doctor at the customer site that was present, the customer is claiming that it is a machine is causing the hemolysis issue and it is not a patient issue. The doctor stopped the procedure and reschedule it for another day. Per the customer no medical intervention was required and the patient is reported as stable. Patient identifier and age are unknown at this time. The collection set is not available for return because it was discarded by the customer.